Manufacturer narrative:
(B)(4). Unknown, assumed first day of month that complaint was reported. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. No. Was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? No" this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staples either squeezed the vein very tightly or do not squeeze it and remain semi-closed on the vein while the application is made on the vein. Therefore sometimes staples fall inside the patient. No patient consequence.